Event description:
Dealer states "he is conducting an experiment, he is going to burn the lid upon the battery box top. Going to lock the front wheels down moving the joystick back and forth for 15 to 17 secs to see what happens. Monitoring voltages to see what shuts down, the fault log won't tell him. A lawyer wants the electronics analyzed." Dealer states "he can't really tell them what caused the fault. Control systems states 130 faults, but he can't tell what they all are. The end user was crossing tracks and the casters got stuck in the track for about 15-20 secs, he fought with the joystick... Moments after he broke loose, about 3 feet, the chair stopped and the patient was clipped by the train. At no error of invacare corp he wants to know what happened." Dealer states "he is writing a lengthy report as to why it shut down. He states it's normal for this to happen under the circumstances. He states chair was 5 months old when this happened and he alleges the chair was in bad condition. (B)(6) alleges the city has a lawsuit against the railroad company and the railroad company has a lawsuit against the city. (B)(6) alleges that the battery harness was melted and states, the consumer alleged, the display was going crazy." Explained that an incident report needed to be done, but (B)(6) refused and stated invacare is not part of the case and he wouldn't give me any information. (B)(4). No injury alleged.

Manufacturer narrative:
Battery replacement order (B)(4) has been initiated for this event. Model 3gtq3, serial number/date (B)(4) is approximately 4 years and 1 month of age. The owner's manual part number 1134791 (rev g aug-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the battery harness was melted and states the consumer alleged the display was going crazy. The dealer alleges the consumer received bumps and bruises and would not provide any further information.